Manufacturer narrative:
Device expiration date: unknown investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rationale: no sample, lot, or batch provided. Device manufacture date: unknown.

Event description:
It was reported that 2 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm on the needle tip.